Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that at a refill, the hcp pulled 17mls of drug from the pump when only 2mls were expected. A dye study was attempted but the hcp was unable to aspirate the catheter. The patient was going to be scheduled for a catheter revision. It was noted that the patient recently had a kyphoplasty and the hcp thought "something happened" during that procedure. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.